Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece was cutting out during surgery. The surgeon or nurse was taking the battery off, replacing the battery and hitting the bottom. Sometimes the device would work and sometimes it would not. There was no pt harm; however there was a delay in surgery of an unspecific amount of time. The procedure was completed with an alternate device.